Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated products: battery/ (B)(4) / model #1650de / exp. Date: 2017-07-31 / UDI: (B)(4). Device available for evaluation: no. Mfg. Date: 2016-07-31; labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events. When connected, the batteries generate short beeps repeatedly and continuously. The charging symbol when on the battery charger disappears and the red led lights up. The batteries do not charge. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries (bat221211, bat221173) were not returned for evaluation. As a result, the reported not charging event could not be confirmed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat221211 and bat221173 within the analyzed period. Momentary disconnection will result in an audible tone or "beep". As a result, the reported "power switching and beep" event was confirmed; the reported "battery not charging" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries flashing red when connected to a battery charger can be attributed to a battery that is out of calibration due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. A tendency to exchange batteries before reaching 2 5% relative state of charge (rsoc) may contribute to an out-of-calibration condition and cause the battery to flash red when connected to a battery charger. Based on the available information, a possible root cause may be attributed to a high max error at the time of the reported event. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. Other devices involved: model #: battery/ bat221173. (B)(4). If information is provided in the future, a supplemental report will be issued.